Manufacturer narrative:
Recall: 167487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is unable to establish communication between her scs ipg, charging system and the pt programmer. It was also reported the pt has not charged her ipg system in 30 days. The sjm representative met with the pt and confirmed the issue.